Manufacturer narrative:
Product analysis: analysis it was noted that there was evidence of a non-company person disassembling and reassembling, the liquid crystal display (lcd) wires were routed incorrectly over the encoder flex tail and the case and printed circuit board screws were loose. The customer comment that the device was submerged was confirmed, there was contamination found throughout the device. The upper and lower case halves, hanger, atrial output connector and lcd were broken, the lcd and lcd frame assembly were contaminated, the encoder assembly and main printed circuit board were corroded, the knobs were rusted, case screws, display screws, main printed circuit board (pcb) screws and encoder nuts were contaminated and the case screws and pcb screws were loose. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was originally returned because it was submerged in water subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.